Event description:
It was reported that the customer experienced high blood glucose levels. Customer technical support found out that the customer forgot to fill the tubing and the cannula.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.